Event description:
A healthcare facility in (B)(6) reported that an mr290hfv high frequency humidification chamber was "pierced" during use on a patient. The facility further reported that the patient was desaturated but did not provide any information on care given to the patient following the reported desaturation.

Manufacturer narrative:
(B)(4). The complaint mr290 chamber has not been sent to fisher & paykel healthcare in (B)(6) for evaluation as it was destroyed by the hospital. We were not provided with sufficient information about the nature of the problem and are thus unable to determine whether there was any defect of the subject mr290 chamber. Additional questions were sent to the customer in an attempt to determine what had occurred but to date no response has been received. A lot check revealed no other complaints for the lot number provided. This is the only complaint we have received from this customer.